Manufacturer narrative:
The customer¿s complaint that the tubing set leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pharmacy technician prepared a cisplatin (platinol) 77mg, magnesium sulfate 3g/0.9% normal saline infusion bag with a (vtbi) volume to be infused, of 1159ml. Upon product review, the pharmacist found that the tubing set was leaking. The pharmacist instructed the pharmacy technician to remake the chemotherapy infusion IV bag because the pharmacist could not determine how much fluid was lost from the tubing leak. The tubing set appeared to be leaking from the blue safety clamp. There was no patient directly involved as this happened in the pharmacy, but costly medication had to be discarded and remade. The customer further stated that there was no adverse effects caused to the staff.